Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that at the beginning of a phaco surgery after the incision was made, after two seconds of ultrasounds, a corneal burn occured. The corneal burn resulted in a wound leakage. This burn resulted in a postoperative irregular astigmatism but not in corneal opacity. 3 stitches were required. No other patient injuries were reported. There was no shallowing or collapsing of the anterior chamber. No occlusion bell was noted during the procedure. The patient's eyes level were below the cassette level. The patient was hospitalized due to this event. Additional information was requested and received. This is one of six reports being filed for this event. This report is for the first patient. The affected eye was the patient's left eye.

Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2015 in the MDR, the correct date should have been (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, confirming healing was longer than usual but the patient did not experience postoperative consequences or sequelae. According to the facility's biomedical engineer, there was no issue with the systems.

Manufacturer narrative:
Additional information: evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. The system was manufactured the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause could not be determined.

Manufacturer narrative:
There are two systems in use at the facility. The actual system serial number used on this patient is unknown. (B)(4).